Event description:
It was reported that the device would not turn on. No patient injury was reported.

Manufacturer narrative:
Other, a product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that the battery holder was corroded and the case was in poor shape. During functional testing, it was hard to physically turn on the device since the on/off knob was missing. Once the device was switched on, the device cycled with gas applied but the electronic lights and alarms would not work. When an external power source was applied, the electronics started working. Customer reported problem was able to be duplicated. The root cause of the reported issue was found to be the corroded battery holder. Repair actions were to replace the battery holder assembly and recalibrate the device. A manufacturing device history record (DHR) review is considered non-applicable due to the poor condition of the case. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).